Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 528 mg/dl. Customer reported that issue with meter. Customer stated that difficulty to connecting meter to the insulin pump. Customer stated that meter was no connected to the insulin pump and it was not forwarding the readings to the insulin pump. The insulin pump will not be returned for analysis.